Event description:
It was reported that the dexcom g7 sensor was transmitting glucose values to the dexcom app but not to the ilet device, resulting in cgm signal loss to the pump while the patient¿s fingerstick measured 262 mg/dl and the app displayed 248 mg/dl. Symptoms included blurry vision without other reported complaints. Outcomes included manual entry of a blood glucose value into the ilet and temporary interruption of automated cgm-driven control. Investigation included user-guided troubleshooting and education, specifically toggling the cgm connection on the ilet and restarting the sensor on the pump, with instructions to monitor and call back if connection did not resume. Investigation of this case revealed a communication failure between the cgm and the ilet device rather than a sensor failure to the phone application. It was concluded that the event was due to cgm-to-pump signal loss, and the user was able to continue therapy by manual blood glucose entry while reconnection steps were undertaken. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.